Manufacturer narrative:
The device was returned for analysis. The reported ¿unknown failure¿ was not confirmed as not all components were returned for analysis. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional four proglide devices referenced are filed under separate medwatch report numbers.

Event description:
It was reported that suture placement in an unspecified vessel was attempted with 5 proglide devices using the pre-close technique prior to an endovascular aneurysm repair (evar) interventional procedure. Reportedly, an unknown failure occurred with the 5 devices. The method used to achieve hemostasis was not provided. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.